Event description:
A (B)(6) old male pt contacted zoll customer support to report that the connector on his electrode is coming apart. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector is coming apart) has been confirmed. Upon evaluation the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified, but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.